Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion in the tubing which results into alarm and high blood glucose level. The customer addressed the high blood glucose by correction bolus via mdi. Duration of infusion set used was not more than 72 hours. The issue got resolved by replacing the infusion set and resumed insulin therapy. No further information available.